Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has a burning smell, strange odor, and overheats. The patient alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report, section h9 has been corrected. A device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the service center visually inspected the device and found no evidence of foam degradation or breakdown in the base unit. On the exterior of the device, there were findings of unknown dust/dirt contamination on all surfaces of the base unit, a keratin-like substance observed around the blower box outlet, unknown dust contaminate at the air inlet and iso port entrance, corrosion present at the power jack, a cracked ambient light sensor on the top panel, and a missing sd card and filter. On the interior, there were unknown debris in the tracks of the ui panel, mineral deposits on the motor casing "suggesting unknown liquid ingress," a hard plastic piece that "appears to be the clip of a filter found underneath the blower motor," and unknown white dust contamination on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The presence of contamination throughout the airpath "suggests a source external to the device." The service center ran therapy on the device and found that "the temperatures measured were within spec" as the maximum temperature of the device base was 33.2 degrees celsius. The base unit provided airflow.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has a burning smell, strange odor, and overheats. The patient alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.